Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient was rubbing, bumping and laying on the transmitter which is misuse of the device.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s boyfriend was woken by a cgm follow-application alarm. He checked on the patient who had difficulty waking and was displaying symptoms of hypoglycemia. A bg test was performed, and the value was 50 mg/dl; however, the patient¿s cgm was 110 mg/dl. The patient was injected with glucose and she recovered without additional intervention. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.